Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false positive architect b-hcg result on one patient. The results provided were: sid2336194 - initial = 246.61 miu/ml/ repeat = <1.2 / repeat 2x both were negative. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The customer observed a false positive result while using the architect total b-hcg reagent lot 73021ui01. The architect i2000sr, serial number (B)(4) instrument logs were reviewed but did not identify conclusive information to indicate an instrument or sample integrity issue occurred. A review of tickets for architect b-hcg, lot 73021ui01, did not identify an increase in complaints related to false positive results and no trends for the reported issue. Historical performance of the architect total b-hcg, lot 73021ui00 was evaluated using world wide data from abbott link. Lot 73021ui00 was reviewed since lot 73021ui01 is a sublot. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 73021ui00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 73021ui00. A review of the manufacturing documentation did not identify any issues associated with the customer observation. A review of product labeling concluded that the issue was sufficiently addressed. Based on the investigation no product deficiency was identified for the architect total b-hcg, lot 73021ui01.